Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that a patient's right atrial (ra) lead exhibited oversensing which resulted in inhibiting atrial pacing. Programming changes and lead revision were discussed, no changes or interventions were reported. There was no patient consequences reported.